Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR #: 2134265-2010-00944. It was reported that during a percutaneous coronary intervention procedure, two balloon ruptures occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal to distal right coronary artery. A non bsc guide wire was placed in the lesion and a rotablator atherectomy procedure was then performed without issue. The 8mm x 1.50mm apex push monorail balloon catheter was advanced to the lesion for predilation. Upon the first inflation, the balloon ruptured at 14 atmospheres. The device was removed and the 12mm x 2.50mm apex monorail balloon catheter was placed in the lesion. Upon the first inflation, this balloon ruptured at 16 atmospheres. A third non bsc balloon was attempted to be used for predilation, but also ruptured. The procedure was completed with balloon angioplasty using a different device and the originally intended stent was not placed. There were no patient complications reported and the patient's condition is reported as `good'.